Event description:
Boston scientific received information that the right atrial lead exhibited loss of capture due to dislodgement. Additional information was received indicating that the lead dislodgement was confirmed through x-ray. This ra lead was explanted and will not be returned as it was disposed by the hospital. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.